Event description:
On 9/29/99, a sechrist IV-100b infant venitlator was in use. It was functioning properly, then alarmed 2 or 3 times and corrected itself before the clinician could reach the ventilator. Upon examination, it appeared to be functioning properly. The ventilator alarmed again while the therapist was checking it and the pt was subsequently removed from the device without any adverse problems. The respiratory staff continued to evaluate the device and observed the device intermittanly fail to cycle. The user facility returned the ventilator to sechrist for eval.